Event description:
A gastric polyp was removed with a hot snare. A need for a clip was identified by the md. A cook clip was clipped onto the bleeding site, but could not be deployed. Therefore required the tech to pull the clip off in order to remove the instrument from the scope. More clips were successfully placed with no harm to the patient.